Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on june 26, 2015. Third party manufacturer performed a review of 33 returned samples and observed a yellow precipitate dried on the outside of the vials. Efforts were made to reproduce the precipitate but those efforts failed. Ftir testing also failed to identify the substance. After a through review of the returned product along with a batch record review a discrepancy was identified. An unidentified yellow particulate was discovered on the outside of the returned ampoules. Corrective action/ preventive action was implemented in order to make improvement sin the aql procedure. This warranted further action and non-conformance was executed to further address the issue. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.

Event description:
It was reported that the product container had yellow particles and was described as glue particles near the top closure. This issue was noticed prior to use.